Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the patient's pacemaker exhibited an error message. Programming changes were made. The patient was in stable condition.